Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three protege exerflex stents were implanted in an unknown target lesion. Approximately 70 months post-index procedure, it was reported that the patient expired. The cause of death is unknown.